Event description:
While using the red 72 kit in the neuromax 088, the doctor hooked suction directly to the red 72, when it was time to pull the 72 while under suction the 72 catheter fractured in the body. We were able to get the majority of the catheter out. Pulled out all equipment on the right femoral artery, then had to access the left femoral artery to continue aspirating the large vessel occlusion in the brain. Once we restored flow we continued to snare the rest of the red 72 catheter. We were able to remove the rest catheter and contacted the rep. Manufacturer response for reperfusion catheter 132 cm + aspiration tubing, red 72 kit (per site reporter). Rep spoke with the physician and this is the second one to fail during normal use, we are switching to another from the same company.